Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; full lead in segments returned and analyzed. It was reported that there was oversensing. It was further reported that there was an abrupt change in the impedance trend. The lead was explanted and replaced. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination lead conductor component/subassembly failure device was out of specification in a manner that relates to event oversensing.

Event description:
It was reported that there was oversensing. It was further reported that there was an abrupt change in the impedance trend. The lead was explanted and replaced. No patient complications have been reported as a result of this event.